Event description:
While ventilator was connected to the pt, alarms started ringing; ventilator was showing volume of 000 as being delivered to the pt. Rt came to room, rebooted by shutting vent off then on - alarm sounded, screen went blank and read "vent inopt."